Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate dental implant was placed in ada site 12 in the mouth, primary stability was not obtained. Clinician noted the implant would not engage due to the size of the site's hole. Another implant was not placed in the same site on the same day. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. As reported in the guarantee form, the implant would not fir due to the size of the alveolus.

Event description:
The clinician reported that on the day the immediate dental implant was placed in ada site 12 in the mouth, primary stability was not obtained. Clinician noted the implant would not engage due to the size of the site's hole. Another implant was not placed in the same site on the same day. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. As reported in the guarantee form, the implant would not fir due to the size of the alveolus. Follow-up being sent in order to correct the name of the implant.

Event description:
The clinician reported that on the day the immediate dental implant was placed in ada site 12 in the mouth, primary stability was not obtained. Clinician noted the implant would not engage due to the size of the site's hole. Another implant was not placed in the same site on the same day. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).